Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death and infection. Death and infection are listed in the instructions for use as known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported through social media that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip was implanted, reducing mr. On an unknown date, the patient experienced an infection. On an unknown date, the patient died.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.